Event description:
Heartware patient presents with high watt alarms and hemoglobinuria. Review of left ventricular assist device (lvad) waveforms confirmed compromised lvad performance. Inr 2.0 on admission. Lactic acid dehydrogenase (ldh) peaked in the evening. Patient was placed on heparin nomogram; IV fluids were started to protect against pigment nephropathy. Initial plan was to perform heartware to heartmate 3 exchange, however blood cultures grew streptococcus mitis oralis in 2 out of 2 cultures within 24 hours of admission, prompting a bacteremia evaluation. IV antibiotics were started; tee was negative. Cat scans of brain, chest, abdomen, pelvis were performed because portal of entry of not clear. Despite lack of neuro symptoms or deficits, 2 separate areas of brain hemorrhage were identified. Heparin was discontinued until brain angiogram ruled out mycotic aneurysms. Blood cultures cleared. Tough clinical situation, however, due to risk for expansion of brain bleeding, lvad surgery was deferred to a later date with patient/family agreement. Heparin bridge was successfully and safely completed over the course of a long hospitalization. At the time of this report, patients lvad has not had further alarms, indication of recurrent hemolysis.